Event description:
(B)(4). Initial information received from a physician's office on (B)(6) 2009: a female patient, who was injected over two and a half years ago (2006) with poly-l-lactic acid (sculptra) (lot# and expiration date unknown) for cosmetic correction, had her mouth numbed with lidocaine at the dentist last week ((B)(6) 2009) and now has lumps around the injection site and is claiming it is from poly-l-lactic acid. No further information reported.

Manufacturer narrative:
Additional information for sculptra (lot # and expiration date - not provided) from (B)(4): batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable. Additional information received from a nurse via hcp data collection and medwatch form on 06-26-2009: a currently (B)(6) non-pregnant female (dob, height and weight provided) was administered one vial of injectable poly-l-lactic acid [lot # a5010, exp. Date 11-30-2007] by a plastic surgeon on (B)(6) 2006 and sculptra was reconstituted 48 hours before the injection with 5 milliliters (ml) of sterile water in addition to 1ml of lidocaine with epinephrine. The poly-l-lactic acid was distributed between her two cheeks for volume loss. Two and a half years later, she experienced hard areas that were noticeable around the nasolabial folds and perioral area after having dental work in (B)(6) 2009. A biopsy was not performed. The event remained ongoing at the time of this report. The reporter did not suspect that the event was related to poly-l-lactic acid, however, the causal relationship between the event and poly-l-lactic acid was assessed as possible. Additional concomitant medications included sertraline (zoloft). Medical history was reported as "not known (nk) and "no known allergies." No further relevant information reported. Additional information or sculptra (lot # a5010) from (B)(4): batch record review was without hint to root cause. Because a lot number is available, an investigation has been performed on the documentation of the involved batch. The investigation results did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.